Event description:
It was reported that the rod came out of the tulip of the illiac bolt.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.